Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: cp arc detect test fail. Missing 3 mounting feet - mounted feet. The relay board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in australia that during annual service for the service vapr vue generator device, it was observed that the cp arc detect test failed. There was no procedure nor patient involvement reported. No additional information was provided.